Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that the abnormal noise occurred from the cutter and the ophthalmic system did not cut during cataract and vitrectomy combination surgery. The surgery was completed on the same day after replacing the pak with another one. There was no patient impact. This report pertains to ophthalmic operating system involved for this reported event.

Manufacturer narrative:
Additional information provided in sections d.9., h.3., h.6., and h.11. The company representative was able to replicate the reported event. The nonconforming component on the vitrectomy valve was replaced and returned for this investigation for testing. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. There were no relevant complaints found as part of this investigation. The component was received for testing on this investigation. A visual assessment of the returned sample found no visual nonconformities. The sample was then installed into a console hotbed. The console turned on with no system advisories display. A surgical test was then conducted on the console in vitrectomy mode for 5 minutes; the system passed priming, but the vit cutter would not cut. The root cause of the reported event is attributed to the nonconforming component on the vitrectomy valve. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.